Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Olympus asked the user facility how to reprocess the device, but did not get an answer. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; there was a difference in the device reprocessing method implemented by the customer and olympus. Bacteria had been accidentally mixed in from other than the subject device during the microbiological test. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Aspiration channel: enterobacter cloacae and pseudomonas aerugimosa (the total is 17 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.